Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the study: the patient was a (B)(6) old male. The cystic duct was widened with a diameter of approximately 1 cm. An endo gia vascular stapler (2.5 mm white cartridge) was used to divide the cystic duct. Stent removal was scheduled for 6 weeks post op. Attempted removal of the pigtail stent remnant with traction was unsuccessful and abandoned. Preoperative magnetic resonance cholangiopancreatography confirmed the stent remnant was within the cystic duct stump running into the cbd, along with further calculi. At laparoscopy, the cystic stump remnant was clearly visualized by the presence of staples. Preoperative cholangiogram and choledochoscopy confirmed the presence of the bile duct calculi and the stent fragment. The calculi were removed by fogarty balloon trawl. Excision of the cystic duct staple line allowed the original stent fragment to be removed.